Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir was still partially full but pump was reading empty. There was a significant amount of air in the line. They gave the patient a new pump and send this pump back for review. Settings reviewed: a continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 0 ml and given 138 ml. The air detector had been turned off while upstream sensor had been turned on. There was 50 ml remaining after drawing up medication from the bag. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.